Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported three (3) false positive results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 using multiple lots. This MFR. Report addresses test one (1) of three (3) and lot: unknown (total quantity:1). The customer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Repeat testing was performed twice on the same day, generating positive results. Additional testing was performed on the same day via a quickvue rapid antigen test which generated a negative result. The consumer indicated they were experiencing symptoms such as headache and sinus congestion. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.

Event description:
The consumer reported three (3) false positive results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 using multiple lots. This MFR. Report addresses test one (1) of three (3) and lot: unknown (total quantity:1). The customer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Repeat testing was performed twice on the same day, generating positive results. Additional testing was performed on the same day via a quickvue rapid antigen test which generated a negative result. The consumer indicated they were experiencing symptoms such as headache and sinus congestion. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text: single use; device discarded.